Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had multiple power loss alarms and replace battery alarm without low battery alarm. The customer reported that they were able to clear the power loss alarm and rewind the insulin pump but it recurred. The notification light also did not immediately stop flashing. The customer performed the troubleshooting and received insert battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power loss alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the device alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector at electrical board. Electrical board was monitored and functioned properly.